Event description:
The customer reported no fluoro, and the fluoro exposures dark filmer was not working properly. No pt injury was reported.

Manufacturer narrative:
The service rep found the system tracking and resolution within spec. Topside sony monitor was too dark and required adjustment. Brightness and contrast improved. Cleaned and lubricated filmer. Filmer working as intended.